Event description:
During the ivtm therapy, the customer noted condensation on thermogard xp ivtm system's (sn (B)(4) air trap chamber. The system alerts with an "air trap warning" alarm every ten minutes. However, the saline is not empty. The airtrap chamber is heavily condensed, disrupting airtrap sensor readings. Another thermogard system was used to continue the patient's treatment. No consequences or impacts on the patient.

Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Manufacturer narrative:
The thermogard xp ivtm system involved in the reported complaint will not be returned for evaluation because the customer's complaint about condensation went away when the weather changed. The customer called and canceled the repair order. Therefore, service was not required to be performed by zoll.